Manufacturer narrative:
The customer's statement that the "needle was still in the cannula" indicates that the needle did not fire or retract properly which would result in restricted insulin delivery. The customer also reports that she did not hear the cannula click during the insertion process which would impede the device from performing its essential function of delivering insulin, thereby causing high blood glucose. However, the customer reports that she is able to administer bolus doses of insulin which indicates the cannula was inserted and functioning properly. Although we cannot rule out that a needle mechanism possibly malfunctioned due to a damaged component, we also cannot confirm any product malfunction or problem since the product will not be returned for investigation. The omnipod's user guide cautions users to, "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically." Checking blood glucose levels frequently allows users to react quickly and appropriately to any issues. The lot was found to have met all acceptance criteria.

Event description:
Customer reported a suspected needle mechanism failure. When she took the device off after wearing it between 24 and 36 hrs, she noticed the "needle was still in the cannula". The customer also confirmed that she did not hear the click during the cannula insertion process. She reported that she was still able to administer a bolus dose of insulin. She had a blood glucose level of 400mg/dl. The product will not be returned for eval.